Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
It was noted that there had been an issue with the non-guidant transvenous defibrillation lead in which a low shock impedance measurement was generated. The clinical event for this particular occurrence had not been reset. As a result, the device will beep until this event has been reset. There is no evidence of a device malfunction. The device is operating as designed. The device was electively explanted over four years later. Initial analysis revealed a device anomaly. Detailed analysis is pending.

Event description:
Boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones every six hours.